Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s parent stated the patient experienced inaccurate values throughout the night of (B)(6) ¿ (B)(6), 2022. At one point, the patient¿s cgm displayed 263 mg/dl but her bg was 450 mg/dl. The patient has a tandem pump with control iq and was not receiving the appropriate dosage of insulin due to the inaccurate values. The patient's mother treated the patient with water and administered a corrective dose of insulin through the tandem pump by entering the bg value into the tandem pump. There was no documentation of the patient experiencing symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.